Manufacturer narrative:
Submit date: 12/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the connection between the equipment and the bag has a leak, it is difficult to fix the bag and the equipment. There was no patient involved.